Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did a meter to lab test comparison, side by side. The tests were done in a fasting state, and within 10 mins. The reading on her meter test (capillary) was 120 mg/dl and the lab test (venous) result was 156 mg/dl. She did not have any symptoms. A control test was not done due to unavailability of supplies.